Event description:
This will be filed to report single leaflet device attachment requiring intervention. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with a posterior prolapse. It was noted that imaging was challenging. After deployment of the first clip, the clip detached from the posterior leaflet (single leaflet device attachment (slda)). Two additional clips were implanted to stabilize the slda clip, reducing mr to grade 1. According to the physician the slda was due to the patient's anatomy. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported single leaflet device attachment (slda) was due to challenging patient anatomy. The reported image resolution poor was associated with challenging imaging. The reported unexpected medical intervention was the result of case-specific circumstances as two additional clips were implanted to stabilize the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.